Event description:
It was reported that a patient underwent an umbilical hernia repair in (B)(6) 2010 and mesh was used. Approximately, two days following the procedure, the incision site became infected and the wound site drained continually. The patient also experienced a lot of pain. The surgeon prescribed three rounds of different antibiotics which did not clear the infection. The patient underwent reoperation to remove the mesh in (B)(6) 2011. Once the mesh was removed, patient developed two hernias. The surgeon wants to reoperate on the patient to repair the hernias.

Manufacturer narrative:
(B)(4): infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.